Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room with a blood glucose level of 460 mg/dl. The customer experienced shortness of breath, chest pain and dry mouth. The customer addressed the issue with a supply change. And was treated in the emergency room with intravenous fluids of saline and insulin. The customer was released (B)(6) 2025 with issue resolved and no permanent damage.